Event description:
Using vial mate to mix solumedrol for infusion. During the dilution of the solumedrol, I noticed there was a leak coming from between the blue piece and the white piece. I threw away everything and started over, same lot numbers. There was no leak and everything looked good. 2b8071, vialmate, lot gr13e23022.